Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power switch was replaced to resolve the reported issue. No report of patient involvement.

Event description:
A ge healthcare service representative found a defective power switch resulting in the loss of mechanical ventilation. There was no report of patient involvement.